Event description:
Per md: the valve was fine, well endothelialized to the annulus. The valve did have a thrombus, however, he believes that it was due to anticoagulation. Additional info requested.

Event description:
In 1999, the dr implanted a 25mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 25ahps-605) and performed a triple coronary artery bypass procedure. This pt was part of the artificial valve endocarditis reduction tiral (avert) and had a history of hypercholesterolemia, previous coronary artery bypass, and angina pectoris. In 2000, the pt experienced a cerebral vascular accident with continued visual changes. The valve remains implanted and no additional info was received, including the pt's inr level.